Manufacturer narrative:
On november 14, 2020, mentor became aware of the date of event and the patient's race/ethnicity. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 21, 2020, mentor became aware of the event date and that the patient also experienced allodynia, tooth resorption, skin rashes, anxiety and post traumatic stress disorder. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent breast reconstruction with 440cc mentor memoryshape breast implants and experienced several unexplained systemic symptoms, including breast pain, complex regional pain syndrome, chronic fatigue, fibromyalgia, allodynia, rheumatoid arthritis, gained 65 pounds, joint/bone pain and unable to walk. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On 25-apr-2022, mentor received additional information about the event. The patient submitted a voluntary medwatch report (mw5109281) to the FDA about the issues with her breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-feb-2025, mentor received additional information about the event. The patient reported additional unexplained systemic symptoms that she suffered from including damaged organs (lungs, pancreas, liver, kidneys, spleen), and a blocked lymphatic system. Additionally, patient reported that she now has lesions on her bones. Manufacturer¿s reference number: (B)(4).